Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-01138 for the first endovive¿ safety peg push kit and 3005099803-2018-01139 for the second endovive¿ safety peg push kit. It was reported to boston scientific corporation that endovive¿ safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician was tracking the peg tube over the guidewire, the peg tube detached at the transition zone between the hard and soft plastic inside the patient. A second endovive¿ safety peg kit push method was used; however, the peg tube also detached. The detached portion was retrieved using a snare. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.